Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination valve, curved opening on the radius and white particles inner device. Leak test and microscopic analysis were performed which identified wear abrasion, fold creases and striated opening on the radius and delamination total of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) and a striated opening on the radius assessed, as surgical damage consistent in the use of some surgical tool. Additional, changed, and/or corrected data: b.7, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.